Event description:
A baxter service technician found that a homechoice system failed the ground bond performance specification during testing.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The device passed the homechoice return instrument test / evaluation (rite) functional test, but failed the rite electrical ground bond test. The rite electrical test ground bond failed performance specification was not confirmed by review of the logs, but is automatically confirmed. There were no problems found during an internal inspection. A continuity test between the power entry module and the door post ground revealed the ground bus resistance was unstable. All other internal grounds were checked and the contributed to the rite failure. Baxter has conductor nut on the ground post was found to be loose. The nut was tightened and the ground bus resistance reading measured within ground bond specification. The cause for rite test failure - ground bond was determined to be loose hardware on ground post. The device's service history record was reviewed and no issues were identified that may have cited a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The hc device to be forwarded to service and the ground post to be scrapped.